Manufacturer narrative:
Manufacturers ref#: (B)(4). Occupation: other health care professional. PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: they were placing through the left common femoral because the right common femoral was completely occluded. They had inserted the sheath with no trouble. When they went to insert the filter into the sheath, it initially went fine but then the physician encountered resistance in advancing the filter through the filter delivery sheath. The difficulty was encountered at the mid pelvis. The physician tried to use more effort and the filter poked through the filter delivery sheath. At that point, the physician recognized that and elected to remove everything from the patient. Everything was successfully removed and nothing was left in the patient. They elected to access via right jugular and successfully placed a different filter from the jugular approach. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the doctor went through the left common femoral because the right common femoral was completely occluded. The introducer sheath was inserted with no trouble. When the doctor went to insert the filter into the sheath, it initially went fine but then the doctor encountered resistance in advancing the filter through the filter¿s introducer sheath. The difficulty was encountered at the mid pelvis. The doctor tried to use more effort and the filter poked through the filter delivery sheath. At that point, the doctor recognized that and decided to remove everything from the patient. Everything was successfully removed, and nothing was left in the patient. The doctor then decided to access via right jugular and successfully placed a different filter from the jugular approach. Per product evaluation, a tortuous anatomy and excessive force could contribute to the experienced event. The secondary legs and hook were deformed, this must occur under the removal of the device from the patient. It was not possible to press the blue release button down which could be caused by harden blood, contrast medium and the damage by use of excessive force at the device. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use do not exert excessive force to advance the filter through the introducer system. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information a likely cause of the event is that patient had a tortuous anatomy which contributed to the event. In addition, the doctor decided after the attempt to go to jugular approach, which indicate that the femoral approach was too tortuous. Furthermore, the event description and the product evaluation indicates that excessive force was exerted during the procedure which possibly led to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.